Event description:
Device report from (B)(4) reports an event in (B)(6) as follows: the weld of the end piece on the t-pal spacer applicator handle outer shaft is broken off.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation coordinated by synthes (B)(4). Report received indicates the welded joint of the applicator outer sheath is broken. It is possible that an excessive mechanical load during the intervention led to the damage of the welded joint (produced (B)(6) 2010). In an effort of a continuous improvement of products a dco 044 361 was dissolve to strengthen the welded connection. This article still reflects the previous design.